Manufacturer narrative:
Additional information: the following field was updated based on the additional information received: section b5: based on the additional information received, it is unknown if there was a patient injury such as capsule tear. Section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: jan 14, 2026. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification was performed on the suspect product and found the lens was cut in half, coated in viscoelastic residue, and with the lens halves stuck together. The lens halves were cleaned and unstuck revealing no further issues. The physical characteristics of the received lens were confirmed to match that of a dib00 model lens. No further evaluation was performed. No issues that could cause or contribute to the complaint issues reported were identified during product evaluation. The ¿lens cut¿ observed during the product evaluation could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the investigation, no malfunction or product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Manufacturer narrative:
Section a4, a5 and a6: unknown, information was requested but not provided. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information, a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded monofocal intraocular lens (iol) was explanted in a secondary surgical procedure from a patient¿s right eye because of photopsia, which persisted for 3.5 months. The issue was noted during the patient's site visit. It is unknown if the symptoms impacted patient's daily activities. A non-johnson & johnson lens of +18.75 diopter was implanted. The incision was enlarged, but no unplanned vitrectomy or sutures were required. It is unknown if there was a delay in procedure. It is unknown whether the patient required additional medical attention or medication beyond the standard of care; however, the patient has fully recovered. No further information was provided.